Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no circumstances led to the overstimulation and going to the bathroom often. To resolve the issues they moved up the stimulation level. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had to increase stimulation because they were still going to the bathroom too much during the night. They also reported that about a week ago after the implant, the patient was overstimulated. No symptoms were reported and no further complications were noted or anticipated.